Event description:
Additional information was received that the procedure was completed with a marathon. It was reported that since the device was already separated when they opened a fresh apollo, they didn¿t identify anything as a cause. It was clarified that tip detachment occurred upon removal from the package and was noticed upon opening the package. There was no preparation performed prior to the damage being seen. There was no damage to the package as per the doctor. There was no note of vessel calcification. There was no kink or damage noticed on any of the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis. As found condition: the apollo microcatheter was returned for analysis inside the within the inner pouch, outer carton, dispenser coil, biohazard plastic bag, and shipping box. Damage location details: the 3.0cm detachable tip was found detached and returned with the apollo microcatheter. No damage was found on the catheter body. No irregularities were found with the apollo hub. No other anomalies were observed. Testing/analysis: the apollo usable length was measured at ~167.0cm (specifications: 165.0cm ± 2.5cm). The ldpe coupling tube overlap length was measured to be ~1.47mm, which is within specification (specifications: 1.0mm - 2.5mm). The catheter was flushed with water and found patent. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer complaint was confirmed as the distal detachable tip was found to be detached from the catheter. It is possible the tip detachment occurred when attempting to remove the product from the dispenser coil/package, or after removing it from the package. The tip premature detachment can also be caused by the detached joint ldpe overlap length being too short. However, the detach joint ldpe overlap length was measured to be within specifications. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the apollo tip prematurely detached. The patient was undergoing surgery for treatment of an arteriovenous malformations (avm). It was noted the patient's vessel tortuosity was moderate. The accessed vessel was the middle cerebral artery with a diameter of 3mm. It was reported that as soon as the physician took a fresh apollo for the case, they noticed that it was already separated at the detachment zone. There was no friction or difficulty during injection. The issue did not occur during injection. There was no force applied during removal. The catheter tip was not entrapped/stuck. There was no vasospasm. There was no surgical or medical intervention required. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.